Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that after acknowledging an extreme bradycardia (brady) alarm, an asystole alarm occurred that did not generate audio at their philips information center ix (piic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.